Manufacturer narrative:
One device was returned for investigation. It was reported that issue was not confirmed. Air detector works properly. Visual test was performed. No further action will be taken. Resolution of the reported issue was not confirmed by the technician and the device will been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date.

Event description:
It was reported that the pump triggered an alarm for air and there was no air. Also, it was reported that the patient did not manipulate the pump. There was no patient involvement, and no patient harm reported.